Event description:
Umbilical venous line was placed and IV fluids and medications were infusing via this line. A drop in blood pressure was noted and dopamine was moved to peripheral IV with immediate resolution of hypotension. Uv line removed. During removal of uv, the catheter cracked and then completely broke apart. No further attempts were made to catheterize the umbilical vein.======================manufacturer response for 3.5f umbilical catheter dual lumen, umbi-cath dual lume 3.5f silicone umbilical catheter (per site reporter).======================